Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, the customer reported that the curved blade of the harmonic ace (ha) was broken. The ha did not collide with other instrument or tool during the procedure. It was confirmed that no fragment fell inside the patient. The procedure was completed with no reported injury with the backup ha.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm, harmonic ace was analyzed and found to have a broken curved blade. Failure analysis found the primary failure of a broken curved blade to be related to the customer reported complaint. Broken piece, approximately 0.50"" x 0.10"" was returned. No material appeared to be missing as the broken assembly was pieced back together. The probable root cause of the broken blade is attributed to use conditions. Broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades).